Manufacturer narrative:
This product passed all testing and no product characteristics were identified that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.